Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the dilaudid was programmed on a patient controlled analgesia syringe module with settings of "0.4 dose per 12 minute lock out per 1.5 limit per hour". The syringe should have lasted 20 hours and when it was last changed at 0318 the syringe was empty by 1420. 20 0.4 mg pca doses were delivered between 0318 and 1433 which would account for 8 ml of the 30 ml volume of the syringe. There was patient involvement and impact is unknown. Although requested, patient information was not provided.

Event description:
It was reported that the dilaudid was programmed on a patient controlled analgesia (pca) syringe module with settings of "0.4 dose per 12 minute lock out per 1.5 limit per hour". The syringe should have lasted 20 hours and when it was last changed at 0318 the syringe was empty by 1420. 20 0.4 mg pca doses were delivered between 0318 and 1433 which would account for 8 ml of the 30 ml volume of the syringe. There was patient involvement and impact is unknown. Although requested, patient information was not provided.